Manufacturer narrative:
(B)(4). N/a other remarks: n/a corrected data: n/a.

Event description:
It was reported that, "at the end of the procedure, a patient was being ventilated using a 3.5 endotracheal tube (comepa industrie model) with a humid vent humidifier for transfer to a transport ventilator; the device was removed to fit a standard cob (oxygenation and ventilation circuit (breathing circuit)) and a conventional heat exchanger. During removal, the device broke inside the endotracheal tube, making ventilation impossible. The endotracheal tube did not break cleanly, making it difficult to reinsert the standard cob (breathing circuit). Immediate action: stopped patient ventilation, reverted to vt < 50 ml only, set the device aside. Apparent immediate consequences: for the patient: patient ventilation stopped for 1 min (no desaturation or clinically detectable event at the time)".